Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) have been updated based on extended investigation. Section h6 code 4247 (appropriate term/code not available) was selected as adc was unable to perform further testing on the returned device. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. A watermark was not observed at the base of the sensor tail. Data was successfully extracted from the returned sensor using approved software. The sensor data was analyzed, and a sudden drop of glucose values was observed. This indicates that sensor removal may have happened. The returned sensor was sent for further investigation and de-cased. No issues were observed with the printed circuit board assembly pcba. The returned battery was measure to be within specification (1.4v to 1.6v). Unable to perform accuracy test as sensor did not communicate with the evaluation module (evm) after de-casing. Extended investigation was also conducted. Observed damage on the sensor housing and pcba upon visual inspection. The data log was reviewed. The data logs are consistent with loss of contact with interstitial fluid due to sensor early removal. However, the sensor was unable to be further tested due to damage caused during de-casing process. The returned puck cannot be tested in its received condition therefore this issue is unable to be tested. Device history reviews for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.